Event description:
On (B)(6) 2013, the reporter contacted lifescan (B)(4), alleging the test strips were not drawing the sample in from the right side only, they worked fine from the left side of the test strip. There was no indication that the product caused or contributed to an adverse event. However this complaint is being reported because the alleged issue was not resolved with troubleshooting.

Manufacturer narrative:
Follow-up #1 (07/03/2013)-device evaluation: the test strips involved with this complaint has/have been returned and evaluated by lifescan product analysis on 6/27/2013 with the following findings: the test strips has passed testing with no faults found; the complaint was not confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
The subject test strips have been returned to lifescan for evaluation. The evaluation of the product has not been completed; therefore, no conclusions can be drawn at this time. Once the evaluation is completed, a supplemental report will be filled.